Event description:
It was reported there was a software error on startup. It was also reported the programmer head was malfunctioning. The programmer and rf head were returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the programmer and rf head is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up normally, however, it was noted that the error was due to the inability to interrogate a device. It was also noted that the printer drawer was broken. (B)(4): analysis found that the cable was out of specification, electrically.